Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient was having an MRI looking to rule out a cerebrovascular accident (cva). The hcp reported the patient had an altered mental status and other "changes." The hcp reported the patient experienced weakness, and slurred speech. No device issues were reported. No further patient complications have been reported as a result of this event.